Manufacturer narrative:
The reported event of failed to alarm for ail file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported observing air in tubing below pump with no alarm to indicate air moving past sensor during an infusion on the msiuc care area. No patient harm was reported.

Manufacturer narrative:
The reported event of failed to alarm for ail file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported observing air in tubing below pump with no alarm to indicate air moving past sensor during an infusion on the music care area. No patient harm was reported.